Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that a display wire was pinched and wire was exposed. It was also indicated that two case screws and the main seal were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The battery was replaced and the epg had another error. The epg was returned for service. There was no patient involvement.